Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer; however, a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the irrigation port of the pta catheter allegedly detached upon the first inflation at 22 atm. The catheter was removed from the patient , and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows the device coiled. The balloon appears to have been previously inflated, and no damage was noted. No anomalies were noted to the bifurcate, and both the inflation and guidewire luers were appeared to be attached to the device. Based on the photo review, the detached inflation luer/port could not be confirmed. Conclusion: the device was discarded; however, one photo was provided. Based on the photo review, it appears that the inflation luer is attached to the inflation lumen. However, the investigation is inconclusive as the device was not returned for full functional evaluation of the device. The definitive root cause could not be determined based on available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the irrigation port of the pta catheter allegedly detached upon the first inflation at 22 atm. The catheter was removed from the patient , and another device was used to complete the procedure. There was no reported patient injury.